Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2012. The patient had a follow up on (B)(6) 2014 and computed tomography (CT) showed a potential type 2 endoleak, the physician implanted a limb extension to seal the endoleak. On (B)(6) 2016 the patient had a follow up CT that showed sac growth and a potential type 1a endoleak. The physician elected to implant a infrarenal aortic extension to resolve the endoleak. The patient is in stable condition.